Event description:
During the lap chole, the clip applier malfunctioned multiple times. The clip at times would not load and other times the clip just fell off into the surgical area. The surgeon was able to retrieve the clips. Date of use: (B)(6) 2010. Event abated after use: yes.